Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 293 mg/dl. The customer delivered correction boluses via the pump. A recommendation was made for the customer to contact the healthcare provided regarding pump settings.